Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The minimum clotting time for the bd sst¿ tube (recommended 30 minute) is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is dependent on centrifugation time, temperature conditions and g-force. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. Based on the investigation conducted, we are unable to confirm this complaint. We will continue to monitor for additional complaints and emerging trends.

Event description:
It was reported that there was poor separator movement during centrifuge with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that green tops tubes gel barrier does not fully separate when using the regular centrifuge. The lab is not sure of the cause for this but they have a work-around by using another centrifuge which spins at a higher rate of speed where the gel does separate as is expected.